Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image occurred because the video function did not work properly due to faulty cable. The cause of the defective cable could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the cable was damaged in multiple places resulting in no image. Additional findings include the following: the locking mechanism of the adaptor was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the camera head had no image. The issue was found during preparation for use. The therapeutic hysteroscopic surgery was completed with a similar device without any delay. There were no reports of patient harm.